Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient was experiencing swelling on her hands, tongue and feet and had difficulty in talking and eating after the implant procedure. The symptoms were present whether the stimulation was on or off. It was believed that the patient was allergic to the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing swelling on her hands, tongue and feet and had difficulty in talking and eating after the implant procedure. The symptoms were present whether the stimulation was on or off. It was believed that the patient was allergic to the device. The patient will undergo an explant procedure.